Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 10/13/2022 it was reported by a sales representative via sems that an ar-6480 pump touch screen is not working. This was discovered during an shoulder arthroscopic procedure with no patient harm.